Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('hysteroscopic removal fragments of essure'), pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 708870) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included coital bleeding, menstruation delayed, polymenorrhoea, pain in hip, kidney pain, low back pain, fatigue, uterine bleeding, vaginal bleeding, dizziness, foggy feeling in head, vaginitis, ovarian cyst, weight gain, headache, bloating, constipation, dizziness and cholecystectomy. Concurrent conditions included vaginal odor and irregular menstrual cycle. Concomitant products included ibuprofen. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("menorrhagia"). The patient was treated with surgery (operative laparoscopy bilateral salpingectomy, laparoscopic removal of bilateral essure). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, genital haemorrhage and menorrhagia outcome was unknown. The reporter considered device breakage, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: essure insertion date- discrepancy noted for dates (B)(6) 2010 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: hsg confirmation test done(results unspecified). Pregnancy test urine - on (B)(6) 2017: non pregnant. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record : menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('hysteroscopic removal fragments of essure'), pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 708870) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included coital bleeding, menstruation delayed, polymenorrhoea, pain in hip, kidney pain, low back pain, fatigue, uterine bleeding, vaginal bleeding, dizziness, foggy feeling in head, vaginitis, ovarian cyst, weight gain, headache, bloating, constipation, dizziness and cholecystectomy. Concurrent conditions included vaginal odor and irregular menstrual cycle. Concomitant products included ibuprofen. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("menorrhagia"). The patient was treated with surgery (operative laparoscopy bilateral salpingectomy, laparoscopic removal of bilateral essure). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, genital haemorrhage and menorrhagia outcome was unknown. The reporter considered device breakage, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: essure insertion date- discrepancy noted for dates (B)(6) 2010 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: hsg confirmation test done(results unspecified). Pregnancy test urine - on (B)(6) 2017: non pregnant. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record : menorrhagia. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.